Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned catheter noted blood visible in the inflation lumen, the loosely folded balloon and the hub, which is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to inflate the catheter to rbp when fluid was observed leaking out of a longitudinal rupture located 5mm proximal from the distal balloon marker band that extended distally for a length of 8mm, confirming the reported rupture. Additionally, there was a longitudinal scratch on the outer surface of the balloon adjacent to the rupture site. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. Based on the information provided, the lesion was mildly tortuous and calcified, which may have contributed to the experienced rupture. In this case, an interaction with the stent implant and/or the tortuous and calcified lesion likely damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation attempt. To ensure this type of damage is not a result of potential manufacturing or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the information received with this complaint and the analysis of the returned product, the balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Adverse event: none. It was reported that a non-abbott stent was implanted in the mid left anterior descending artery via direct stenting. The physician wanted to post dilate the stent with a nc voyager 3.0 x 8 mm but this balloon burst at just 2 atms during the first inflation. Another nc voyager of the same size was used successfully. There were no reported patient effects. No additional information was provided.